Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿etco2 monitor not working multiple machines were tried to resolve the issue. Doctor notified as well and has seen the patient earlier in the morning." There was patient involvement but outcome is unknown.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿etco2 monitor not working multiple machines were tried to resolve the issue. Doctor notified as well and has seen the patient earlier in the morning." There was patient involvement but outcome is unknown.

Manufacturer narrative:
**UDI related data quality updates only** correction: unique device identifier (UDI)# updated device identifier (di) details and serial number is not available.

Manufacturer narrative:
Correction : medical device type.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿etco2 monitor not working multiple machines were tried to resolve the issue. Doctor notified as well and has seen the patient earlier in the morning." There was patient involvement but outcome is unknown.